Event description:
A report was received that the pt had pain at the ipg site, due to the leads migrating, and coiling around the ipg in the pocket. The pt had a lead revision where the leads were explanted, and a paddle lead was implanted. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.